Event description:
It was reported that the patient presented to the emergency room (ER) complaining of hiccups and that their leads and device had been implanted for only two days at the onset of the hiccups. By the time the patient arrived at the ER, the hiccups had ceased. The doctor was unable to reproduce them with high outputs or with unipolar pacing. Chest xray did not indicate any change in lead position. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.